Event description:
A malfunction on the pump was reported, indicated by the malfunction code "malf 1" and fault ID 0x200c. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to reset the pump; however, the malfunction code recurred. Consequently, a decision was made to replace the pump. The customer, who uses multiple daily injections (mdi) as a backup therapy, was informed that they would receive a pump with updated software. Technical support provided instructions on returning the malfunctioning pump and programming the replacement.